Event description:
It was reported that during a non-valvular afib/falls procedure a nrg transseptal needle was selected for use. During procedure, trivial effusion noted pre procedure. It was attempted to cross the atrial septum with versacross connect laac access solution, however, it was unsuccessful. Nrg used to cross atrial septum successfully. Pericardial effusion check performed, insignificant per md and proceeded with case. Trusteer sheath and pigtail were introduced in the patient. Ice rep alerted md of the progression of the effusion. Md assessed it as a small effusion and proceeded with case. Post laa angiogram, an effusion becoming larger was noticed so the md was alerted. Md agreed and procedure was stopped at this point. Trusteer sheath and pigtail were retracted to right side of heart. Anesthesia alerted md that patient was hemodynamically unstable, bp 69/54. Physicians (ep & ic) decided to perform pericardiocentesis for cardiac tamponade. Pericardiocentesis performed successfully and patient intubated in case patient needed to go to cv or. The patient was transferred to the ep lab in stable condition.